Event description:
It was reported that bd syringe 1ml ll w/ndl eclipse 30x1/2 rb safety mechanism failed it was reported by the customer that post safety engagement. Verbatim: rcc received a complaint via email. Email(s) attached. Please see attachment with sbar and photos.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 3 photos and 1 representative sample submitted for evaluation. The reported issue of safety mechanism failure was not confirmed upon inspection of the sample. Analysis of the sample showed that there were no damages or defects observed. The sample passed the safety shield inspection and the activation/ locking force test. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated. Current controls include a visual inspection for broken cannula catch/cannula lock pin at the safety shield molding in-process inspection; fail hook inner diameter inspection at the eclipse hub molding in-process inspection; activation/locking force functional test, deactivation/unlocking forces functional test and eclipse safety shield inspection at the quality assurance outgoing inspection; and visual inspection of damage pivot pin at the packaging in-process inspection.

Event description:
Materials#: 305778 batch#: 2311914. It was reported by the customer that post safety engagement. Verbatim: rcc received a complaint via email. Catalog#: 305778.